Event description:
Drug-eluting stent balloon inflated, but was unable to deflate balloon prior to removal. This caused a dissection of the coronary artery, which required a second drug-eluting stent to be placed to resolve dissection.